Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella cp support lost post tibial pulses. The patient remained on anticoagulation throughout device placement. Cat scan angiography of groins and ultrasound was completed.

Manufacturer narrative:
The investigation for the reported ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the ischemia could not be determined.